Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump had alarmed unexpected restart. The screen keeps disappearing, the battery was a quarter of the way down and is now almost gone. Customer removed the battery, reinserted and it showed three quarter of the battery was full. Rested the time and date three times and can see the battery is draining. Customer's blood glucose was 154 mg/dl. Troubleshooting was performed and it was noted the device had alarmed failed battery test and battery out limit. Customer was advised a new battery cap was being sent to rule out any issues with the battery cap. Customer is not returning the device for analysis.